Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer posted that he was not felling low, but the sensor was reading 52mg/dl, and when he checked it was 129mg/dl, then it dropped to 68mg/dl in ten minutes. Contacted the customer regarding post, and she stated that the sensor still was working fine and had still on. Troubleshooting was declined as customer was told to call back when she has any issues and the sensor would be replaced as needed. The caller mentioned having issues with the reservoirs, and he could not get the plunger to push insulin out. The caller stated being hospitalized due to none diabetes related issues and nothing has to do with the insulin pump; he had a cataracts surgery. The caller had high blood glucose while staying in the hospital. No further information as provided.